Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection at the ins site. It was first noticed when the patient got out of the shower and saw it was all red. An emergency trip was made to see a physician to have the ins removed. The new ins site was moved to the patient¿s lower back due to the infection risk at the previous site. No further complications are anticipated.